Event description:
It was reported that shaft break occurred. While unpacking a 2.50x16mm promus element plus stent. They went to pull the stylet out of the tip of the device, the stylet was stuck in the tip of the device and it separated the catheter at the shaft. It was like jammed in there and the whole thing just pulled apart. The shaft separate exposing the two pieces. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).